Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5038049) in united states on 06-feb-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Since the time it was implanted, she was experiencing severe migraines, 2-4 times a week, hot flashes, night sweats, pelvic pain, back pain, joint pain, facial hair growth and nausea. She was diagnosed with raynaud's syndrome. She was also experiencing shooting pains through hips and down legs, breast pain, chest pain, weight loss, unexplained rashes and the skin on the palms of hands was peeling. Consumer reported disability or permanent damage as event outcome, however she did not specify it. Product technical complaint investigation received on 18-feb-2015: the bayer ptc global reference number is (B)(4). The final assessment was: since no product was returned for investigation, they were unable to perform an investigation of the actual device involved in this complaint. Typically, they would inspect the micro-insert to look for any manufacturing deficiencies. Since they have no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They were unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. The medical assessment was: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 01-apr-2015: follow-up attempts were done, with no response to date. Follow up 11-aug-2015: follow up information received from the consumer via health authority FDA docket (#(B)(4)). Consumer reported that she had essure implanted in (B)(6) 2012. She was a healthy (B)(6) female. No history of illness or reproductive problems. At her 2 weeks post implantation check-up with her gynecologist she made him aware of the unbearable pain in her lower left quadrant and in her chart was marked that patient was ok. Over the next two years she had frequent migraine headaches, chronic debilitating pelvic pain, joint pain, lower back pain, chest pain, rashes, hives, painful and heavy periods, shooting pains in her vagina, and painful intercourse. She was also diagnosed with raynaud's and spastic pelvic floor syndrome. She would like to again point out that before the essure procedure she had no health issues. On (B)(6) 2015 she had to have a hysterectomy and she was (B)(6). The pathology report she received gave her these most notable findings acute and chronic cervicitis, adenomyosis, multiple peritubal cysts, and nabothian cyst formation. Since her hysterectomy most of her health issues have improved. She does however still suffer from raynauds. She mentioned that she was not asked if she had any type of nickel or any metal allergy and was told by her implanting doctor that the coils were plastic. No additional details were provided. Follow-up received on 20-aug-2015: ptc assessment updated without major changes. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced chronic debilitating pelvic pain. This event was considered serious due to medical importance (disability or permanent damage was reported as event outcome) and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the consumer had unbearable pain in her lower left quadrant 2 weeks post implantation. Then, over the following two years, she developed chronic debilitating pelvic pain and other non-serious events. She had to have a hysterectomy and since then most of her healthy issues have improved (positive dechallenge) given event's nature and positive dechallenge, causality with essure therapy cannot be excluded. Previously this case was regarded as non-incident. Upon receipt of follow up information, in which required intervention related to device (hysterectomy) was reported, this case was upgraded to incident. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.